Event description:
It was reported that a tip detachment occurred. The chronic totally occluded target lesion was located in mildly tortuous and severely calcified mid circumflex artery. A 190cm marvel guide wire was advanced to the target lesion. However, while attempting to cross the lesion, the radiopaque portion of the wire broke off. It was the then noted that the body of wire was inside the threader balloon. The devices were completely removed together and there were no patient complications reported.